Event description:
It was reported that the guide wire separated inside the coronary and a snare device was used to remove the separated portion of the guide wire successfully. Reportedly, there were no patient effects.